Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent further described as ¿drainage cloudy¿ and abdominal pain. The cause of the event was not determined. The same day, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient was not recovered from this event. Pd therapy was ongoing and therapy was increased. No additional information is available as the reporter declined consent to be contacted for further information.